Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The information in e1, e2, e3 and g2 was inadvertenly omitted from the initital medwatch report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one year since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the black screen occurred due to a failure of the printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the lcd monitor, the screen was black without a signal. The issue was found during preparation for use. The diagnostic procedure of gastrointestinal endoscopy was completed using another device. An unspecified device, cv-290, was used in combination with the subject device. The patient was not anesthetized. There were no reports of delay, patient injury, or death associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to defective printed circuit board. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.